Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer's blood glucose level became elevated up to the 500's (mg/dl). To resolve the issue, the customer changed the supplies on the pump and delivered a manual correction injection. At the time of the reported event, the customer's blood glucose level was 158 mg/dl. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.